Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-45, lot# v170864, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-45, lot# v170864, implanted: (B)(6) 2008, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. The patient reported that she received an implant which was to cover all the pain in her body, however since implant stimulation would not go down her arms ever after several reprogramming sessions. The patient reported that she consulted with a different physician (hcp) who suggested a different manufacturer¿s system. The hcp removed the complete system with the exception of one lead, the patient reported that she didn't know what lead was left. The patient reported that the hcp said the lead was so imbedded that it wasn't worth the risk to try to remove. The patient reported that the explant occurred in 2011. The patient reported that there was a concern that the lead might have moved. The patient reported having sacroiliac joint problems. The patient reported that she was receiving injections for this as the hcp diagnosed a sprained si joint. The patient also reported weakness then numbness and paralysis in the legs. No further complications were reported.